Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a spike in pacing thresholds and impedance to high levels. The lead was reprogrammed to a unipolar configuration which resulted in normal thresholds and impedances. During a surgery a couple of months later, ventricular high rates were observed with possible oversensing, possibly due to unipolarization. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.